Event description:
Patient representative reported left side "weakness, myalgia, depression, bilateral thickening of capsule, seroma and double capsules, recall, explanting requested due to the correlation in scientific studies of macrotextured implants with silicone disease, asia and anaplastic giant cell lymphoma. Presented bilateral capsule thickening, seroma, double capsule, capsular contracture grade unknown". The event of myalgia is not related to the device. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture grade unknown.